Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Microscopic examination inspection presented no damage or irregularities in the balloon material. Microscopic examination and tactile inspection revealed numerous kinks proximal of the exit notch. Microscopic examination presented no damage or irregularities in the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the superficial femoral artery. After an unspecified size v18 guide wire crossed the lesion, a 6.0mmx20mmx135cm sterling¿ balloon catheter was advanced over the aortic bifurcation in a contralateral approach however the balloon catheter would not track up and move down. The catheter became lodged. The device started pushing up and became stuck in the abdominal aorta. The physician was able to remove the balloon catheter successfully using additional force. The procedure was completed using a non bsc over-the-wire (otw) balloon catheter. No patient complications were reported and patient's status was fine.

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the superficial femoral artery. After an unspecified size v18 guide wire crossed the lesion, a 6.0mmx20mmx135cm sterling¿ balloon catheter was advanced over the aortic bifurcation in a contralateral approach however the balloon catheter would not track up and move down. The catheter became lodged. The device started pushing up and became stuck in the abdominal aorta. The physician was able to remove the balloon catheter successfully using additional force. The procedure was completed using a non bsc over-the-wire (otw) balloon catheter. No patient complications were reported and patient's status was fine.